Manufacturer narrative:
The events of "capsular contracture and seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, seroma-late and exchange due to concern with textured product. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, fluid and the patient's concern with textured products. Device have been explanted and replaced.